Event description:
The inserter handle broke into two pieces after a few mallet strokes. The patient was not harmed and implantation of the acetabular cup was successful.

Manufacturer narrative:
An event regarding plastic handle fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded ¿the part broke in overload from multiple impacts consistent with use. The handle shaft of the returned device is an obsolete two piece construction. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found (B)(4) other similar event has been reported for the subject manufacturing lot. Conclusions: the root cause of the reported event was determined to be a known design issue addressed by a design change. The subject device was manufactured prior to the design change.

Event description:
The inserter handle broke into two pieces after a few mallet strokes. The patient was not harmed and implantation of the acetabular cup was successful.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.